Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 52 mg/dl. Reportedly, the customer entered a 10 unit bolus instead of 1 unit. Customer drank juice and ate half of a cookie to address bg and was additionally treated with intravenous fluids of saline. Customer was discharged from the ER the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.